Event description:
Pt had tmj vitek ipi implanted on left side in 1982 and has not had any surgeries since. Pt was informed of the vitek recall about 8-10 years ago her general dentist. Pt is now experiencing major medical issues: pain on left side, respiratory, sinus, headaches, eye runs, fluid in ears, teeth problems on left side, cold/hot sensitivities, feels spacey, and has balance issues. Pt is now looking at options as to how to proceed.